Manufacturer narrative:
At the time of this report no device was returned for evaluation, and subsequently the issue cannot be confirmed. If the suspect device returns a supplemental report will be issued to provide the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using the smart cable, the image would break up and flicker. Unknown delay in the procedure. Unknown use of a back-up device was reported. No harm to patient or user was reported.